Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that ten rt215 adult breathing circuits failed the ventilator leak test. These were found prior to patient use.

Manufacturer narrative:
(B)(4). Two complaint rt215 adult breathing circuits were recently returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two rt215 adult inspiratory heated breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. One of the returned circuits was from lot 130423 and the lot date for the other circuit was not provided. The returned circuits were pressure tested and subsequently submerged in a water bath to test for leak. Results: pressure test revealed that both the returned circuits exhibited leak and were out of specification. The water bath test showed that the leaks were through the connection between the lid and bowl of the water traps on both of the circuits. A lot check revealed one other complaint of this nature for lot 130423. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuits were released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt215 adult inspiratory heated breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The hospital staff correctly checked the returned rt215 breathing circuits before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that ten rt215 adult breathing circuits failed the ventilator leak test. These were found prior to patient use.